Manufacturer narrative:
Compromised force sensor system alarm during basic occlusion test due to protruded/loose drive support disk. Unable to perform prime/compromised force sensor system test due to loose drive support disk. Device received with minor scratched display window. Device received cracked case at display window corner. Device received with broken battery tube threads. Device received with cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump alarmed a compromised force sensor system alarm during prime. Customer tried to bolus but the insulin pump asked her to rewind. Customer's blood glucose was unknown. Customer mentioned the device was dropped prior to the alarm. Customer reported the drive support cap was protruded. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.